Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025733 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025733 , test base part number 190-430/ lot: 1025733 the lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 1025733 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue . However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. Repeat testing was performed and generated a negative result. On the same day pcr confirmation testing with cepheid analyser generated a negative result. The customer stated the patient was moved into unit for triage of covid positive patients for treatment purpose. Additionally, the customer confirmed there was delay in treatment due to negative result on ID now follow-up testing and had to wait for confirmation testing results. The customer confirmed the patient was discharged.